Event description:
It was reported that the device had a charge circuit timeout which triggered elective replacement indicator prematurely. The device explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Hybrid analysis confirmed the reported charge time out using the original device battery. No significant leakage was observed on the high voltage therapy capacitors and the hybrid charged nominally when the battery was replaced with an external supply. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device had a charge circuit timeout which triggered elective replacement indicator prematurely. The device explanted and replaced. No patient complications have been reported as a result of this event.